Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing of noise resulted in this patient receiving inappropriate shock(s). The patient was hanging laundry when the inappropriate therapy occurred. Noise and oversensing was reproduced in primary and secondary vectors when the patient mimicked the arm movement from the time of the episode. There was no noise detected in alternate vector; however, low amplitude measurements were observed in alternate vector and smart pass was off. A breast band was wrapped around the patient, suppressing the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was programmed to primary vector and the noise and oversensing decreased when the patient raised his left arm. No additional inappropriate therapy was reported. No adverse patient effects were reported.